Event description:
It was reported that the device is unable to charge. There was reportedly no patient involvement.

Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone:

Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for diagnostic service. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery which was reinstalled and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.